Event description:
It was reported by service report that the hinge plate holes on the footboard lid were wallowed out and there were no screws, allowing openings that could allow fluid ingress. It was reported that the customer does not know if there was any patient involvement or if there were any adverse consequences related to the alleged issue.

Manufacturer narrative:
Results: wallowed out holes in hinge plate.